Manufacturer narrative:
(B)(4). (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unspecified surgical procedure, it was discovered that the battery oscillator device was broken. There were no delays in the surgical procedure as a spare device was available to complete the surgery. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. It was determined that the device was not functional. A visual and functional assessment was performed which found that the unit¿s set screw was damaged and the thrust disk had an excessive play/clearance. It was observed that the locking knob was stuck. It was further determined that the device failed for check saw blade coupling due to the damage on the set screw (the unit could not hold blade). During repair, it was observed that the unit's set screw coupling was damaged, the control unit potted contacts were corroded and the electromotor f/oscillator had an unknown liquid substance on it. It was further determined that the slid-sleeve had an unknown liquid substance in it. It was further determined that these issues were consistent with normal wear. The assignable root cause was determined to be due to wear from normal use over time. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.